Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx drug would not come out during injection. The following information was provided by the initial reporter: customer complained that drug came out during air purge however it didn't come out when injecting 30 units. The button on the pen stops at 17 units. Replaced by new pen needle and drug came out properly.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx drug would not come out during injection. The following information was provided by the initial reporter: customer complained that drug came out during air purge however it didn't come out when injecting 30 units. The button on the pen stops at 17 units. Replaced by new pen needle and drug came out properly.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.